Manufacturer narrative:
Citation: klaeboe lg et al. Impact of transcatheter aortic valve implantation on mechanical dispersion. Open heart. 2020 feb 26;7(1) :e001199. Doi: 10.1136/openhrt-2019-001199. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of afterload reduction and changes in ventricular conduction on left ventricular mechanical dispersion in patients following transcatheter aortic valve implantation (tavi). All data were prospectively collected from a single between (B)(6) 2015 and (B)(6) 2018. Tavi was performed in 240 consecutive patients. Patients with peri-procedural complications or post-procedural factors that would influence afterload and ventricular conduction were excluded from the study. Consequently, 140 patients with uncomplicated tavi procedures were included in the final analysis (predominantly male; mean age 83 years). Of those, 8 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all 140 patients included in the final analysis, 22 deaths occurred within a period of approximately 23 months after tavi. An increase in mechanical dispersion following tavi was observed in 15 of the patients who died. Multiple manufacturers were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all 240 consecutive patients who underwent tavi, peri-procedural and post-procedural adverse events included: permanent pacemaker implantation due to atrioventricular block (degree not reported); stroke; myocardial infarction; cardiac tamponade; septicemia; mild paravalvular regurgitation/leak; new onset atrial fibrillation, left bundle branch block, right bundle branch block, or non-specific conduction disorder; premature ventricular beats/contractions; vascular complications; and bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.